Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019 and released on (B)(6) 2019. Customer¿s husband stated that the customer was again admitted to the hospital on (B)(6) 2019 with diabetic ketoacidosis again. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was treated with insulin drip during hospitalization. Customer was unable to complete carelink upload. The device will be returned for analysis.